Event description:
Additional information was received from the company representative. It was reported by the hcp that there was no growth of bacteria found in the catheter tip.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Event description:
Additional information was received from the company representative indicating that she became aware of the catheter backflow issue in the or (operating room), when the doctor changed the pump with the motor stall. This was reportedly on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# 0204306170, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6), receiving intrathecal bupivacaine (14 mg/ml, 8.5 mg/day, lot was not available) , hydromorphone (12.5 mg/ml, 7.593 mg/day, lot was not available), and clonidine (800 mcg/ml, 485.93 mcg/day) via an implantable infusion pump. The indication for use was not noted and the concomitant medication field was noted as unable to obtain. On (B)(6) 2015, the patient went to the hcp with a motor stall and underdose symptoms; specifically, pain and shivering. The hcp saw and heard the critical alarm of the pump. Pump logs indicated that a motor stall occurred on (B)(6) 2015 at 14:59 and a tube set message occurred on (B)(6) 2015 at 14:59. No motor stall recovery was noted in the logs. Control of the catheter under x-ray was performed. The hcp also tried to start the pump again by programming a big bolus. The results of the x-ray and bolus were not noted. The low reservoir alarm was scheduled for (B)(6) 2015; however, logs further indicated that an empty reservoir alarm occurred on (B)(6) 2015 at 22:37. Additionally, a session report from (B)(6) 2015 noted that eri was to occur in 27 months. However, it was reported that the elective replacement indicator (eri) of the pump was earlier than planned. The early eri was thought to have occurred because of the big bolus that the hcp programmed "on friday" ((B)(6) 2015). Logs showed that eri occurred on (B)(6) 2015 at 22:26. The whole system (pump and catheter) was changed and returned. However it was also reported that the catheter was partially explanted; the partial explant was described as, "the hcp cut the tip of the old catheter and sent it to the laboratory for bacteriology". The reason the catheter was being sent for bacteriology was not noted. As of (B)(6) 2015, the issue was resolved. The patient status at the time of the report was "alive - no injury". Additional information was requested regarding translation of handwriting from the (B)(6) 2015 session report, clarification on the cause of eri occurring early, diagnosis for use, the results of the catheter sent for bacteriology, and to clarify that the whole catheter was explanted. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Upon device return, analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Event description:
Additional information was received from the company representative that the diagnosis for use was failed back surgery syndrome. It was also reported that the early empty reservoir also occurred because of the big bolus that was programmed. Additionally, the catheter was explanted because the hcp wanted a complete new system and that there was no backflow from the liquor. The tip of the catheter was reportedly sent to bacteriology as a routine procedure; the company representative had no results. The partial explant was clarified that no part of the catheter was left in the patient; however, the tip of the catheter was not returned, as it was sent to bacteriology. No further information was provided. Refer to manufacturer report 3004209178-2015-22961.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015, regarding the requested translation for the session report. The translation indicated that during the refill that occurred on (B)(6) 2015, the pump target reservoir volume was 7.9 ml and the actual reservoir volume was 9.5 ml. The remaining written text was regarding the new pump, and some text was illegible.